Event description:
It was reported by service report that the brakes were not holding. No pt involvement or adverse consequences are reported.

Event description:
The customer contacted baxter's technical service center regarding the spike separating from the supply bag during set-up on the homechoice (hc). The caregiver (cg) stated after she connected the supply bags, she caught one of the lines on the table and pulled the spike out. The cg wanted to start over with new supplies, but did not know how. The cg was instructed on how to restart therapy with new supplies. The no patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). The root cause of the separation was determined to be due to use error. Therefore, a batch review and sample evaluation will not be conducted. A labeling review was performed and found to be adequate. The reported issue was resolved over the phone at the time of the initial call. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should a sample become available, a follow-up report will be submitted upon completion of the evaluation.